Event description:
Customer reports to have high blood glucose of 530 mg/dl, which was treated with a bolus delivery. Customer reports to have had issue with high blood glucose for a month. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer contacted healthcare professional of high blood glucose and has a backup plan, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, no air found in tubing. Customer did not have tubing clamp in order to complete troubleshooting. Customer was advised to change complete set and call back when in receipt of tubing clamp. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.